Event description:
The customer reported to customer service that she was about to start pumping, had just connected herself to the pump when she was smoke coming from the power cord and then fire. Customer also reported that the transformer box had melted. The customer did not report an injury.

Manufacturer narrative:
A replacement power supply was sent to the customer. The produce involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and to obtain additional information was unsuccessful, including a final attempt by letter. On (B)(4) 2011, medela issued a pump in style power adapter safety notification. The safety notification was the result of the findings of CAPA (B)(4), which addressed issues with the transformer heating up and found the probable root cause to be a short in the cord caused by degradation of the insulation separating the positive and negative wires. The probable causes of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customers were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. Should additional the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.